Event description:
The customer reported the system is intermittently not booting up. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the quad output power supply. System operates as intended. (B) (4).